Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the device was not confirmed. The event can be detected and prevented by following the instructions for use: IFU states that detection method in gif-xz1200 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or whether the endoscope was used for a procedure with the foreign material attached to it. The customer flushed the air/water nozzle with water and air; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip. The adhesive on bending section cover had a crack. The adhesive on bending section cover had white clouded area. The adhesive around the objective lens was peeled. The adhesive around the light guide lens was peeled. The adhesives around light guide lens had white clouded area. The plastic distal end had a scratch. The connecting tube had a buckling. The connecting tube had a scratch. Due to corrosion on endoscope connector, b30 would occur. The universal cord had a wrinkle. Due to damage on switch 1, switch could not be pressed down smoothly. Switch 2 had a scratch. The paint on suction cylinder was peeled. Paint on air/water cylinder was peeled. The control unit had discoloration. Switch 4 had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the videoscope had poor water contact. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object found in the tip nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.